Manufacturer narrative:
The cartridge has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient indicated that the pump was alarming for loss or prime warnings. The loss of prime warnings alarmed appropriately to alert the user of the issue. Additionally, the user guide instructs the patient to disconnect from the pump prior to performing the prime step and instructs the patient not to perform the fill cannula step unless the site is being replaced. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting a low blood glucose of 43 mg/dl with confusion and feeling as if arms and legs were asleep. The patient reported taking glucose tabs and orange juice and blood glucose levels resolved to 96 mg/dl 40 minutes later. The patient indicated being attached to the infusion site when prime and fill cannula steps were performed after loss of prime warnings. The pump history showed a total of 13 prime and fill cannula events totaling 29.7 units occurring on (B)(6) 2013. This report is made based on the allegation that the patient experienced hypoglycemia related to priming while attached.